Event description:
It was reported that a tsw35 was used during an unk procedure. It was reported by the affiliate that the instrument was removed from the package and the red cartridge retainer was removed. The instrument was inserted through the port and approxiamted on tissue. The instrument closed in the normal manner but was unable to fire the device. Removed the cartridge and replaced with a reload and the device worked properly. The surgeon and the staff are aware of the safety lockout on the instrument and are adamant that there was no partial firing of the device. There was no consequence to the pt.